Event description:
The customer called to report high blood glucose levels. The customer also reported being treated for high blood glucose levels by the paramedics. The customer did not give a date of event. Troubleshoot was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.